Event description:
It was reported that this inflatable penile prosthesis (ipp) could not inflated due to a hole between the cylinders and pump. The device was explanted and replaced with a new ipp. There were no patient complications reported.

Event description:
It was reported that this inflatable penile prosthesis (ipp) could not inflated due to a hole between the cylinders and pump. The device was explanted and replaced with a new ipp. There were no patient complications reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The ams700 ipp cylinders were visually inspected, leak tested, pressure tested and examined using a microscope. Both cylinders had wear at folds in the proximal and in the cylinder bodies; no leaks were found. Both cylinders pass the leak and pressure tests performed. The ams700 momentary squeeze (ms) pump was leak tested, visually inspected, examined using a microscope, and functionally tested. The pump kink resistant tubing (krt) (reservoir) was identified to be cut into half. The pump krt and the tubing segment was worn down to the filament; no leaks were found. The pump passed functional test within all required specifications. Product analysis was unable to confirm the reported event.